Manufacturer narrative:
(B)(4) date sent: 10/24/2023 d4: batch #892a59 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 5 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. However, the staple line at the distal end showed that some staples were malformed. The device was then tested with a test reloads for functionality in the blue staple height selector position and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that three staples were malformed. No conclusion could be reach on what caused the condition of malformed staples. The event of firing knob issues reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number 892a59, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the ntlc linear stapler could not fired during procedure. Button did not slide on either side and blade could not be advanced. The surgery was delayed due to the reported event for 10 minutes. Another stapler was used to finish the surgery. The procedure was successfully completed with no patient consequences.